Manufacturer narrative:
Correcting h10: the reported event was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The instruction manual operation manual describes the following warning: ¿chapter 3 "preparation and inspection:" 3.3 "inspection of the endoscope:¿ 1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had floating forceps opening. Upon inspection and evaluation, lifting forceps mouth. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿floating forceps opening¿ was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. Additional non-reportable defect found during device evaluation (which was inadvertently left off the previous report): the insertion section had conductivity failure. Olympus will continue to monitor field performance for this device.